Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedances on this right ventricular (rv) lead. There has been no inappropriate therapies. Evidence of oversensed noise which can be reproduced when the patient lifts heavy objects. The patient is pacemaker dependent. Surgical intervention was performed the lead was capped and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.